Event description:
On december 21, 2005 while transferring a resident from bed to chair, using a golvo 7007, the resident puches themselves forward and fell out of the front of the sling. The resident hit her head and received a laceration. Resident was treated at a local hosp and returned to the facility same day. During a visit to the facility in march 2006, our liko rep. Was informed of this incident for the first time. The lift was inspected with no signs of malfunction or failure of any type. The sling was completely intact with no signs of tear, wear or breakdown. The only way events described in the report could be recreated was if the sling was used. At the time of the visit, liko was informed that the resident involved had passed away in the week following the incident. Per the facility, death was not related to the incident.